Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and lt/rt iui. Performed calibration. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover front & rear syringe.

Event description:
The customer reported that the rear and front case were damaged. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and lt/rt iui. Performed calibration. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for iui's. CAPA # (B)(4) for rear case.

Event description:
The customer reported that the rear and front case were damaged. No patient involvement.